Manufacturer narrative:
This report was created based an adverse incident report submitted by linyi people's hospital directly to china medical device ae reporting system (http://maers.adrs.org.cn).

Event description:
It was reported that the user had an issue with the warranty and longevity of the pacemaker when they found out that the recently implanted (B)(6) 2025, pacemaker's longevity would be ~ 9 years and that the model of the pacemaker does not have a rate response function. The patient believed service life would be ~18 years and complained he would need a replacement 9 years after the current implant. There is no specific malfunction on battery life as longevity is estimated as 8.6 - 9.5 years following implant and the pacemaker remains implanted. The patient complained they still had symptoms of chest tightness and distress during activity after the procedure as they had prior to the procedure due to the non-rate response function. The patient received programming changes from their physician.